Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had read inaccurately high. The pt manages his diabetes with a combination of medications. He takes humalog and lantus insulins. The pt indicated that the alleged meter issue started four days prior at 6:30 pm. The pt reported a meter reading of "360 mg/dl". After taking insulin on an unspecified date/time, the pt claimed that he started feeling low. No specific symptoms were provided. The pt administered self-treatment by drinking orange juice. It would have been helpful to know the following information: the pt's testing frequency, his medication and diabetes management regimens, what symptoms (if any) he developed, what date/time the symptoms started, what date/time the insulin was taken, what type of insulin was taken, and what date/time the self-treatment was administered. In addition, it would have been helpful to know if drinking the juice helped to relieve his symptoms, what date/time the result of "360 mg/dl" was obtained, if the pt takes insulin based on his meter readings, and what actions the pt took in response to the "360 mg/dl" result. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The pt was unable to perform a control solution test for an unknown reason. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms of hypoglycemia after taking insulin. He also administer self-care by drinking orange juice. It is not clear, however, if the pt was alleging that the event occurred because of the meter inaccuracy issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.